Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging heart attack and blood clots. No other clinical information or medical interventions were reported. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging heart attack and blood clots. No other clinical information or medical interventions were reported. The dreamstation auto bipap was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed an unknown contaminant on the accessory flip doors, top enclosure, front panel, rear panel, bottom enclosure, and p4 power connector insert. A dust-like contaminant was observed on the accessory flip doors, top enclosure, front panel, rear panel, bottom enclosure, blower and blower box. The top enclosure was observed to have an indent in the top of it, likely due to being dropped. The front panel was observed to have been cracked at the bottom portion, below the display, likely due to being dropped. The p4 power connector was observed to have what appeared to be rust/corrosion to it, likely due to liquid ingress. What appeared to be a keratin-like substance was observed on the outlet of the blower box. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed that there was no presence of degraded sound abatement foam using a fitt and the associated procedure. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.